Event description:
It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the starclose device failed to close the artery. The pt was given 4 pints of blood. It is unk how hemostasis was achieved. No pt info was available. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device discarded. The lot number was not identified; therefore, a device history record review could not be performed.